Manufacturer narrative:
Correction to h6 to include annex a codes missed from the previously submitted supplemental MDR. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the reported detachment and type ia endoleak were confirmed on the films provided. A suprarenal stent fracture was also identified during film analysis. However, the cause of the events cannot be conclusively determined. Pre-implant CT imaging was not available for review, and earlier post-implant CT scans were not provided for comparison of the stent graft configuration over time. Therefore, assessment of the pre-implant anatomy and evaluation of any progressive anatomical changes since implantation could not be performed. Although it cannot be confirmed, it is possible that disease progression, including neck dilatation over the approximately 11 years since implantation, may have contributed to the detachment between the suprarenal stent and the covered segment of the stent graft. Lack of stent graft proximal neck radial support caused by neck dilatation may have allowed increased loading of the graft fabric and/or sutures at the suprarenal stent to bifurcate fabric attachment, with eventual failure of the graft fabric/sutures and resulting distal migration of the bifurcate and the type ia endoleak. Additional information; it was reported that a type ia endoleak was also observed. There was no issue noted with the implanted endurant limb. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of a 65mm abdominal aortic aneurysm. It was reported approximately 11 years post the index procedure during a CT for a different treatment an incidental finding was identified. The proximal suprarenal fixation stent was identified to be disconnected from the graft body. Future treatment is planned. No patient symptoms were reported due to the event. Per the physician the cause is undetermined. No additional clinical sequelae were reported and the patient will be monitored.